Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The physician reported a hakim peritoneal catheter (ID (B)(6)) was implanted due to noncommunicating hydrocephalus via ventriculoperitoneal (vp) shunt on unknown date. The catheter was leaking, therefore it was removed and replaced on (B)(6) 2025. No damage was observed with visual inspection. According to information provided, the estimated amount of cerebrospinal fluid (csf) leakage is unknown. It is unknown if the patient experienced any signs and symptoms due to product problem.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim peritoneal catheter (ID 823045) was returned for evaluation. Device history record (DHR) - the product code 823045 with lot 7344361, sn unknown, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; no defects noted. The catheter was leak tested, no leak was observed. The catheter was irrigated, no occlusions was noted. The complaint was not confirmed. Root cause analysis - no root cause could be determined. As noted in the investigation, no leakage was noted with the returned 730mm catheter. The possible root cause for the issue reported by the customer could not be clearly determined as only 730mm catheter of the 1200mm were returned. The issue could be linked to a sharp or pointed object coming into contact with the device. As noted in the IFU, silicone has a low cut/tear resistance.